Event description:
Needle pull off: international affiliate reports that needle prematurely released from suture during ent procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9830287-00.